Event description:
Appeared to be small tear in device near port that connects transducer tubing/blood leaking. Please note, the facility has had 3 different/separate occurrences where swan-ganz catheter has leaked and appears to be torn or have hole where central venous pressure (cvp) lumen meets hub.